Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range shock impedance measurements. An x-ray was obtained but showed no discernable lead damage. A revision procedure will be performed in the future to replace the lead. No adverse patient effects were reported. This system remains in service.